Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, two side bail covers, ring cover, and battery drawer are broken. Analysis also found the battery release and lead flex cover are contaminated. Battery contacts are compressed. One side bail and ring are missing. (B)(4).

Event description:
It was reported the device failed inspection, housing is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.